Manufacturer narrative:
The device was received deployed. Data obtained from the device generated no alarms. No time outs or drive stalls were observed in the device data. The pod was successfully paired with a pdm, completed priming, but the failed to deliver a 5u bolus. During the rerun, a 0x5c, open count too low at end of prime, alarm was generated. Although the full rerun was not successfully completed, there was no evidence of a hazard alarm error generating before the reset process and no indication the device failed to deliver insulin.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching 570 mg/dl. The patient received a alarm while wearing the pod between 1 and 4 hours on the abdomen. At the hospital the patient was placed on intravenous of fluids and insulin. The pod was removed at the hospital and the patient was released when bg levels returned to normal range. The patient's blood glucose, carbohydrate, and insulin history are as follows: time bg(mg/dl) cho(g) bolus(u), 10pm 375 0 0 (u), 12am 480 0 5 (u), 4am 570 0 0 (u), 8am 123 0 0 (u).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.